Event description:
Discovered dislodged and retained "strain relief" component following remove of lap-band 2017. A female with a history of multiple sclerois had bariactic lap-band surgery (B)(6) 2012. She continued to have symptoms of reflux and dysphagia and subsequently decided to have laparoscopic lap-band remove on (B)(6) 2017. On (B)(6) 2019, patient again returned to emergency department with c/o abdominal pain. Evaluation and CT confirmed retained foreign body. The foreign body was removed and appears to be a "strain relief" component of the lap-band. Segment of cather tubing located intrperitoneally.